Event description:
During the transfemoral tavr procedure, the sapien xt was positioned 50:50 and landed 10:90 aortic/ventricular (a/v). Approximately 1 min after placement, the sapien xt started to slip into the left ventricle. A 23mm zmed balloon was inserted into the sapien xt and the valve was pulled back to the left ventricle outflow track (lvot). After deflating the balloon, the valve again slipped down into the lv. The zmed was again inflated in the sapien xt and the valve was pulled back to the lvot. This time the balloon was fully inflated to deploy the sapien xt in the lvot. Immediately, the patient¿s blood pressure dropped and chest compressions were initiated. The patient was placed on cpb and a pericardiocentisis was performed; blood was constantly pulled from the pericardial drain. An lovt rupture was noted. The decision was made to stop cpb and the patient was transported to ICU. The patient expired later that day. The root cause of the rupture was the placement of the valve in the lvot. Annulus measured 20.6mm by tee. There was bulky native leaflet calcification and moderate native annular calcification. There was fair coaxial alignment of the valve and delivery system.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the valve was deployed too ventricular and the valve embolized into the ventricle. The patient¿s bulky calcified leaflets and the fair coaxial alignment of the valve and delivery system could have contributed to the malposition and subsequent embolization. The cause of the left ventricle outflow track (lvot) rupture cannot be confirmed. However, it can likely be attributed to the attempts to correct the embolization and valve deployment in the lvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.